Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the 8mm force bipolar instrument involved with this complaint and completed the device evaluation. Failure analysis (fa) replicated and confirmed the customer reported complaint. Failure analysis found the primary failure of a broken conductor wire to be related to the customer reported complaint. The force bipolar instrument was found to have a broken conductor wire at the distal end and the instrument failed the electrical continuity test. No signs of the thermal damage were observed. Additionally, the instrument was found to have damage to the conductor wires insulation at the distal end and the conductor wire was exposed as a result.

Event description:
It was reported during a da vinci-assisted surgical procedure, the 8mm force bipolar instrument had broken cable. The procedure was completed as planned with no report of patient injury. Intuitive surgical, inc. (Isi) made follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.